Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he had experienced low blood glucose of 50 mg/dl and treated with an injection. Customer declined troubleshooting for the low blood glucose. The customer is not returning the insulin pump for analysis.